Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was producing sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification the speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The device is not making any noise. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.